Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 76mm in diameter and was implanted with four gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure with a type ii endoleak originating from the inferior mesenteric artery (ima) present. On (B)(6) 2014, the patient underwent coil embolization of the ima. The patient tolerated the procedure and was discharged on (B)(6) 2014. It is not known if the endoleak was resolved. On (B)(6) 2014, follow up cta determined the aneurysm diameter measured 95.6mm in diameter.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.